Event description:
The report received indicated that during a stenting procedure to the left anterior descending artery, the cypher stent could not cross the lesion. Although, there was some difficulty crossing the target lesion, the device was manipulated and was able to cross the lesion. When the physician proceeded to dilate the lesion; the balloon was not responsive to the inflation pressure applied. Therefore, the physician decided to remove the device. During withdrawal, it was identified that the shaft was broken, as a part of the broken shaft remained inside the guide catheter. The catheter was removed but the broken part of the device remained in the patient, in the femoral artery; therefore, the broken piece was snared from the patient. There were no further complications and the procedure was completed with successfully.

Manufacturer narrative:
The product has been returned for evaluation and testing. However, as of yet the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.